Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an eye care professional (ecp) in (B)(6) called to report a patient (pt) inserting a folded acuvue oasys for astigmatism brand contact lens experienced ¿a little sharp¿ in (B)(6) 2018. The pt did not see an ecp at the time. The pt reported using ¿normal eyedrops¿ and used glasses. The ecp initially reported a corneal ulcer os at 5 o¿clock. The lenses were used as extended wear, no solution was used. On 18may2018 additional information was received from the affiliate: the pt presented to the ecp for a routine 6-month eye exam on (B)(6) 2018. The ecp discovered a corneal scar, not visible on the previous exam. The corneal scar is located os @ 5 o¿clock, between the pupil and limbus, the size was not noted in the medical record. Va was not affected. The pt reported the suspect lens was folded and then experienced pain. Ecp also reported photophobia as the pt reported ¿lying in a dark room¿. No other symptoms were reported. Pt is busy and ¿does not often seek medical care, as in this case¿. Pt ¿works in a dusty environment and uses the lenses as extended wear 1 week in a row and then discarded. No use of solution noted. No corneal ulcer was diagnosed by the ecp. No additional medical information was received and no additional medical information is expected. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00nm0d was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.